Event description:
It was reported that customer received a minimum fill notification while attempting to load cartridge and resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic tap area with alcohol wipe or lint-free cloth, and attempted to reload same cartridge without success, after which technical support guided customer through properly filling and loading new cartridge, and issue was resolved when new cartridge was successfully loaded and insulin delivery was resumed.